Manufacturer narrative:
The total protein reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for total protein on a cobas c 503 analytical unit. The customer noted there were issues with the laboratory water. The sample resulted in total protein values of 25 g/l and 72 g/l.

Manufacturer narrative:
Medwatch field h6 has been updated.

Manufacturer narrative:
Controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed approximately 4 abnormal aspiration alarms occurring per day on the analyzer. The investigation could not identify a product problem. The cause of the event could not be determined.